Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys total psa immunoassay (total psa) on a cobas e 411 immunoassay analyzer. The patient had an elecsys free psa immunoassay (free psa) result of 0.192 ng/ml and a total psa result of 0.128 ng/ml. The sample was repeated on (B)(6) 2018 with a free psa result of 0.192 ng/ml and a total psa result of 0.575 ng/ml. The repeat results were believed to be correct and were reported outside of the laboratory. No erroneous results were reported outside of the laboratory. No adverse event occurred. The total psa reagent lot number was 315719. The expiration date was not provided. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace. The field service engineer (fse) visited the customer site and did not identify an issue. The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified.